Event description:
A 55 yr old white female g3p3 status post subglandular periareolar dow corning gels on "2/9/28". Pt had left closed capsulotomy times 3. The left ruptured and was replaced 5/9/90 with equal mentor gel. Pt has local systemic complaints including arthralgias, myalgias, dyesthesias, fatigue, headaches, visual problems, vertigo, neurocognitive problems, dry mucous membranes, hair loss, rashes, gastrointestinal/genitourinary disturbances, nail ridging, etc. Mammogram 4/21/94 found right ruptured implant, large disintegration envelope with liquid/oily gel and extensive histiocytes in capsule-marked yellow/cloudy. Pt healthy nonsmoker except "ros".